Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows two (2) syringes. There appears to be bubbles or foreign matter near the tip of the syringes. Without a physical sample to analyze the foreign matter (fm) that appears to be in the syringes cannot be confirmed or identified; therefore, potential root causes cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #9029539 item #309653. Root cause description: without a physical sample to analyze the foreign matter (fm) that appears to be in the syringes cannot be confirmed or identified; therefore, potential root causes cannot be determined. Rationale: potential root causes cannot be determined. As a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that during use foreign matter was discovered with a bd 60ml syringe luer-lok¿ tip. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: there was foreign material in the 60ml ll syringe, a sample is not available.